Event description:
The customer reported that the needles clog and when a lot of pressure is applied, the needles come off. This has happened approximately 30 times with a kenalog and lidocaine mixture. No information was received regarding any type of serious injury as a result of this product malfunction.